Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
The insulin pump alarmed a35 and motor error during rewind due to motor encoder signal out of phase. The insulin pump has cracked case at display window corners, display window, reservoir tube and battery tube threads and minor scratched lcd window.

Event description:
It was reported that the insulin pump alarmed an error after being exposed to MRI. The customer stated that they were in the hospital for a procedure, not insulin pump related, and they had an MRI done while the insulin pump was still attached to them. At the time of the even the customer's blood glucose was 120 mg/dl. The customer had been off the insulin pump since then and had been using manual injections. At the time of the phone call, the customer's blood glucose was 230 mg/dl. Displacement test could not be performed due to the customer not being able to clear the alarm. The customer was advised that the insulin pump needed to be replaced. Nothing further was reported.